Manufacturer narrative:
The reported event for break was confirmed. As received, both swift-lock anchors had the distal end broken off. The broken distal end is consistent with overstress condition the anchors may have been subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02831. Related manufacturer report 3006705815-2021-02822. Related manufacturer report 1627487-2021-15180. It was reported that upon x-ray review visible lead fracture at the anchor site was observed. Patient experiences frequent falls. During the procedure anchor breakage was confirmed. Patient experiences frequent falls. Both leads and anchors were explanted. Patient was stable.